Manufacturer narrative:
Hill-rom technical support suggested that the facility replace the head hi/low up valve to repair the bed. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Info received indicates the head section moves up unintentionally when the knee up function is activated.